Event description:
It was reported that the devices were used during a laparoscopic gastric bypass procedure. The devices were leaking during the case. The case was completed with the same devices. There was no adverse consequence to the patient. Devices were discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.